Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: d8, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely that e207 error occurred due to internal failure of emergency lamp. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source exhibited an e207 emergency lamp error code. The issue occurred during preparation for use of a diagnostic cystoscopy. The procedure was completed using the same device and there were no reports of delays or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.